Event description:
A 43-year-old female patient with a history of obstructive sleep apnea was prescribed continuous positive airway pressure (CPAP) therapy. She received a philips respironics dream station, set to auto-titrating CPAP with a pressure range of 6 to 9 cm h2o. Routine compliance monitoring was favorable. However, after she had used the machine for about six months, there was a two-week period during which wear time decreased and several nights were missed. Review of her upload showed that during this period, her 90% CPAP pressure increased from 6 to 9, although her apnea-hypopnea index remained essentially unchanged at less than 1. Of note, her vibratory snore index rose from less than 1 to over 800. Review of the "daily details" reports confirmed that the machine was increasing pressures when it sensed vibratory snores, at times when no apneas or hypopneas were occurring. In this case, the vibratory snores decreased after several weeks and compliance improved, but this has not been the case with other patients. It is a known issue with philips respironics CPAP, bipap and asv machines that they may sense vibratory snores incorrectly. In this case, the sensing error led to uncomfortably high pressures, causing the patient to use CPAP less than she should have. Noncompliance with CPAP puts patients at risk of all the complications of under-treated obstructive sleep apnea, including motor vehicle crashes from daytime sleepiness, hypertension, type 2 diabetes mellitus, and cardiac disease. Philips respironics has acknowledged this defect but claims that it is rare. We are submitting a series of reports from our practice to document that it is more frequent than has been recognized. This patient's machine was a first-generation dream station that had been refurbished by the manufacturer to replace the soundproofing foam, suggesting that the defect can occur even in repaired machines.